Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were a few drips coming out of the infusion set of the insulin pump. The customer's blood glucose level was 65 mg/dl at the time of the incident. The customer stated that he was experiencing low blood glucose level. He was treated with food for the same. The customer was assisted in troubleshooting for his low blood glucose. The customer was not alleging that the insulin pump was over delivering. The customer also reported that the reservoir lasted less than expected in the insulin pump. The insulin pump will not be returned for analysis.